Event description:
The original catheter was placed on 5/12/93. The blue lumen was repaired on 5/13/93 and again on 12/20/93, approx 3 inches below the original repair. On 3/1/94, pt reported leaking from the catheter. The first repair area had ruptured the outer lumen just above the narrow end of tapered boot from second repair. The first repair area shows a slit along outer lumen. The inner lumen was visible.